Event description:
A report was received from (another country health authorities) that, a patient experienced severe pain associated with wear of focus dailies contact lenses. The patient is reported as having not received any training on contact lens wear and was reported as using the daily disposable lenses for several days with only saline solution. No lens care product was used by the patient. A corneal ulcer, located centrally, with 1.5mm infiltrate was diagnosed. A culture was performed. No results provided. Treatment consisted of vancomycine & fortrum eyedrops x 5 days, then ciloxan & tobrex. The patient is reported as feeling much better, but has experienced an unspecified reduction in visual acuity with a scar remaining on the visual axis. The lens has not been made available for evaluation & no lot information has been provided. Requests have been made for additional information, however, no further information is available at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." The package insert, replacement & wear schedule section states, focus dailies lenses are intended to be worn once & then discarded at the end of each wearing period. The patient should be instructed to start the next wearing period with a fresh new lens. As there was no product or lot number provided, no detailed investigation can be performed.